Manufacturer narrative:
The reported complaint of longevity unavailable was confirmed. Based on the information provided, it was determined to be expected behavior since the battery charge count is zero in the device. This was due to the fact that the device never had a greater than a 24-hr period without interruption from interrogation. The reported complaint of the dates being displayed incorrectly was confirmed. Based on the information provided, it was determined that the merlin programmer translated the entered values incorrectly.

Event description:
It was reported a diagnostic anomaly resulting in an incorrect implant date and missing longevity estimation despite programming the implant date correctly into the device. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.